Event description:
Elderly female with septic shock, cardiogenic shock and respiratory failure. The arterial line started leaking blood from the site. Catheter removed, it had kinked at the insertion site, has a small slit in the catheter and there was blood shooting from the side of the catheter.